Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd¿ syringe with bd luer-lok¿ tip there was an issue with sterile breach. There was no report of injury or medical intervention.

Event description:
It was reported with the use of the bd syringe with bd luer-lok tip there was an issue with sterile breach. There was no report of injury or medical intervention.

Manufacturer narrative:
Eight samples were received for evaluation. All the samples had with an open seal on the side of the packaging, therefore failure mode was verified. This was likely caused by the top web of the packaging moving off center during a web roll change. During a web change, the operator is to monitor the top web to see if it travels off center and stop the machine to scrap any product that would have an open seal along the side of the packaging. No corrective actions are required, defect rate is within allowed quality limits per bd¿s specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. This is the first complaint for the lot# 8054718 for the same defect or symptom.